Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use manual states that a perforation event is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) was selected for treatment of a lesion in the right coronary artery. Glide assist mode on the diamondback coronary orbital atherectomy device (oad) was activated to advance the oad through the lesion. Distal to proximal treatment was administered on low speed for approximately six treatment passes. Optical coherence tomography was performed and determined that additional treatment was needed. Oa was performed proximal to distal on high speed, and the oad contacted uncalcified tissue. Imaging confirmed a perforation had occurred and stent placement was performed to resolve the perforation. Hemostasis was achieved and the procedure was completed. Following the procedure, the patient was doing well.